Event description:
It was reported that a heater bag separation from the heater line occurred on the homechoice (hc) device during priming. The home patient (hp) was not connected at the time of the separation. The technical service representative (tsr) assisted the hp and advised the hp to start therapy over again using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a device analysis could not be completed. Upon conclusion of the investigation, the cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.